Event description:
Finger pad and pin detached from motor during surgery. Both components contacted the patient wound site. Patient was x-rayed to locate components. Both were removed without additional difficulty. There was no patient impact.